Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that resistance was felt when the xceed stent delivery system (sds) was back loaded on the guide wire. The device was removed and placed on the table with the sds tip touching the table before the rest of the device. The thumb lock was not moved. It was noticed that the first two rows of struts were deployed. This occurred outside of the body and there was no adverse pt effect. The procedure was completed using another exceed stent. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. Because the device was not returned for investigation, no root cause for the reported experience can be determined. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.